Manufacturer narrative:
B3/d10: the events occurred on (B)(6) 2023. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors had no flow. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. A small kink was noted in the PICC line; the line was flushed and kink removed. The devices were filled with 8000mg flucloxacillin in 230ml sodium chloride 0.9%. A new device was attached to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from november 28, 2022 to november 30, 2022. H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. One photo was showing fluid inside the device bladder and the other showed the drug label on the device. The reported condition was verified based on the photographs. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.